Event description:
Status post sigmoid colon resection in pacu pt. Had been extubated at approx. 2:55 pm. Oxygen saturation dropped shortly after and pt. Became hypotensive and required reintubation. When connected to bear 3 vent. Pt. Observed to loose carotid pulse. Ambued with return of pulse. Connected to ventilator 2 more times and once again experienced loss of carotid pulse. Ventilator changed and pt. Did well. On testing of ventilator function, noted to have been set on peep of 5 cm with sensitivity settings on high resulting in continuous cycling of vent.